Event description:
It was reported that the user experienced signal loss between the dexcom g7 sensor and the ilet, while glucose readings continued to display in the g7 application, and the user was instructed to toggle settings and reconnect to restore data transmission. Symptoms included no clinical symptoms. Outcomes included no impact beyond temporary interruption of glucose data on the ilet. Investigation included user-guided troubleshooting and education to re-establish communication between the sensor and the ilet. Investigation of this case revealed that the issue was consistent with a communication or pairing disruption between the continuous glucose monitor and the ilet, which was addressed by reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was communication interruption between integrated devices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.